Manufacturer narrative:
The lead was returned with no reported event. As received, only the distal portion of the lead was returned in one piece for analysis. A failure event was observed during analysis. Final analysis found multiple internal insulation abrasions. Two internal insulation abrasions located proximal to the end of the ring electrode, breaching the ring electrode and the right ventricular cable lumen with no damage noted to the cable coating. An internal insulation abrasion located in the region distal to the cut end of the lead, breaching the superior vena cava cable lumen with no damage noted to the cable coating. The electrical testing of the lead couldn¿t perform due to the damaged cables and the helix consistent with procedural damage.

Event description:
This report is to advise of a failure event observed during analysis.